Manufacturer narrative:
Supplemental report 01 (B)(4) - MDR 3003442380-2025-15905. Additional information: this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(6). The batch: 6010808 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6010808 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot: 6010808 was manufactured according to the work instruction (wi) version 120 and manufactured in the l5 li50 on 11-dic-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: work instruction (wi) guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Work instruction (wi) guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010808 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 28-oct-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal #6010808 the count of complaints is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR)review: the lot 6010808 was manufactured according to the work instruction (wi)120 and manufactured in the l5 li50 on 11-dec-2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no photo or physical sample was provided. In order to test the product, the returned sample(s) from the lot have been requested. Investigation process of the complaint was carried out in accordance with: wi guidance for visual test for complaints area version 3: on reference samples, 10 samples out 10 samples passed the test. Wi guidance for functional testing 1 air flow test for complaints area version 2: on reference samples, 10 samples out 10 samples passed the test. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, 1 complaint in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending activities.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula crimped event on (B)(6) 2025. The issue occured with two infusion sets. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 10 hours. The patient went to an emergency room on (B)(6) 2025 due to high blood glucose level and positive ketones. The blood glucose level was high 652 mg/dl and the patient was treated with intravenous fluids of saline and insulin. The patient stayed in the emergency room for 4 to 5 hours. No further information available.